Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 additional information was received. D6b explant date was received and added.

Event description:
Additional information was received. The device was explanted and the patient survived.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 58 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The cp was delivered successfully and the leg became ischemic. The patient had lost pedal and posterior tibial pulses. Despite the ischemia the pump remains on for support without any noted intervention. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c, d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment. While on support the device is functioning as expected, p-3 with 1.9 l/min flow with d5w with bicarb in the purge solution. In further clarification the ischemia was diagnosed after the 14 fr introducer was removed and the cp was delivered.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.